Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in their hospital room. Upon interrogation, it was noted that atrial lead exhibited undersensing and high capture threshold. Programming changes were performed. The patient was stable and would be monitored by physician.

Event description:
New information states that the lead was turned off.